Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
It was reported that during the procedure, an av shunt surgery, the balloon burst before reaching rated burst pressure. No patient injury reported. Evaluation summary: the evercross device was received with the balloon chamber in a post-inflation state. The device was inspected and found a longitudinal tear approximately 5cm long. The end points of the tear was viewed under microscope. It should be noted, a green residue was observed at the proximal base of the balloon.